Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. UDI corrected to n/a in initial MDR. Device code 1494 should have been included in initial MDR. Method code 4111 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The surgeon did not implant another lens. Cause of the event was unknown.